Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed various pacing impedance spikes, within the expected limits, that returned to baseline values afterwards. These spikes were observed with several weeks in between. Weeks later, a high, out of range pacing impedance that triggered a lead safety switch (lss) was observed. Also, other stored episodes show noisy signals due to the unipolar configuration from the lss. Additional testing was recommended and various origins were discussed. Also, a right ventricular (rv) lead deflection at an event was pointed and more analysis was recommended before it was determined what caused it. According to the sales representative, the ra lead issue has not been fully determined. Pocket manipulation and isometrics showed no artifact. Ra lead was reprogrammed to bipolar but the lss was not turned on. Dr (B)(6) opted to follow patient on latitude and have the patient follow up in a few months. Patient does have underlying rhythm. The system remains in service. No adverse patient effects reported.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed various pacing impedance spikes, within the expected limits, that returned to baseline values afterwards. These spikes were observed with several weeks in between. Weeks later, a high, out of range pacing impedance that triggered a lead safety switch (lss) was observed. Also, other stored episodes show noisy signals due to the unipolar configuration from the lss. Additional testing was recommended and various origins were discussed. Also, a right ventricular (rv) lead deflection at an event was pointed and more analysis was recommended before it was determined what caused it. According to the sales representative, the ra lead issue has not been fully determined. Pocket manipulation and isometrics showed no artifact. Ra lead was reprogrammed to bipolar but the lss was not turned on. Dr (B)(6) opted to follow patient on latitude and have the patient follow up in a few months. Patient does have underlying rhythm. The system remains in service. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed various pacing impedance spikes, within the expected limits, that returned to baseline values afterwards. These spikes were observed with several weeks in between. Weeks later, a high, out of range pacing impedance that triggered a lead safety switch (lss) was observed. Also, other stored episodes show noisy signals due to the unipolar configuration from the lss. Additional testing was recommended and various origins were discussed. Also, a right ventricular (rv) lead deflection at an event was pointed and more analysis was recommended before it was determined what caused it. According to the sales representative, the ra lead issue has not been fully determined. Pocket manipulation and isometrics showed no artifact. Ra lead was reprogrammed to bipolar but the lss was not turned on. Dr meyer opted to follow patient on latitude and have the patient follow up in a few months. Patient does have underlying rhythm. The system remains in service. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.